Event description:
It was reported by the customer that prior to use cardiosave intra-aortic balloon pump (iabp) helium leaking. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, helium leak in pump. Tank empties as soon as put on pump. Found console o-ring to be cut. Replaced o-ring completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) helium leaking. There was no patient involvement.